Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip break occurred, requiring an additional device. A 300cm v-14? Control wire? Was selected for use during a below the knee angioplasty procedure. The target lesion was greater than 90% stenosed, was moderately calcified and mildly tortuous. During the procedure, the tip of the wire broke while removing the device from the body post angioplasty. It was noted that the device was outside the body at the time of the fracture, and it was also noted that the device was removed intact with the help of a diagnostic catheter. A new v-14 control wire was used. There were no patient complications as a result of this event. It was further reported that only the tip of the wire broke. When the physician retracted the damaged v-14 wire with the help of a catheter, she was able to visualize the extent of the damage. Advancing the balloon over the damaged wire was difficult and it did not provide adequate support, so the wire was removed and replaced with a new one. It was further reported that the device was removed from the patients body with the assistance of a diagnostic catheter. The tip was observed to be detached upon removal of the diagnostic catheter in the sterile field.

Manufacturer narrative:
E1: initial reporters facility name - (B)(6). E1: initial reporters address 1 - (B)(6).

Event description:
It was reported that a tip break occurred, requiring an additional device. A 300cm v-14? Control wire? Was selected for use during a below the knee angioplasty procedure. The target lesion was greater than 90% stenosed, was moderately calcified and mildly tortuous. During the procedure, the tip of the wire broke while removing the device from the body post angioplasty. It was noted that the device was outside the body at the time of the fracture, and it was also noted that the device was removed intact with the help of a diagnostic catheter. A new v-14 control wire was used. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporters facility name: (B)(6). E1: initial reporters address 1: (B)(6)

Event description:
It was reported that tip break occurred, requiring an additional device. A 300cm v-14? Control wire? Was selected for use during a below the knee angioplasty procedure. The target lesion was greater than 90% stenosed, was moderately calcified and mildly tortuous. During the procedure, the tip of the wire broke while removing the device from the body post angioplasty. It was noted that the device was outside the body at the time of the fracture, and it was also noted that the device was removed intact with the help of a diagnostic catheter. A new v-14 control wire was used. There were no patient complications as a result of this event. It was reported that only the tip of the wire broke. When the physician retracted the damaged v-14 wire with the help of a catheter, she was able to visualize the extent of the damage. Advancing the balloon over the damaged wire was difficult and it did not provide adequate support, so the wire was removed and replaced with a new one.